Manufacturer narrative:
Reliability analysis inspected 1 opened and used infusion set and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Analysis ran priming in pump at 55.0 units. The infusion set failed per inspection due to found infusion set occluded at tubing p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that they performed troubleshooting. The customer stated that the infusion set might be the issue. The infusion set will be returned for analysis.